Event description:
It was reported to philips that the collimator's shutter had failed, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system's collimator shutters had failed. The complaint did not include further details about the nature of the issue. No service action was performed by the philips in this case, as the issue was resolved in another case by replacing the amc drive. The system returned to use in good working condition. The codes were updated based on the investigation outcome.